Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation at the explanted device is necessary. An explantation surgery has been planned for (B)(6) 2016. If and when the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The patient has no hearing sensation. Re-implantation is scheduled for (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation. Re-implantation is considered.